Event description:
It was reported the patient went to ER for high blood glucose level because the because of the POD malfunctioned as it was not delivering enough insulin. The patient was reported unconscious during the time of seeking medical attention. No blood glucose level was provided. There were no further information available and multiple good-faith efforts to obtain additional event details were unsuccessful.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down/Smartphone - Data Not AvailableOmnipod 5 Software App Version - Data Not AvailableOperating System - Data Not AvailableHardware - Data Not AvailableCGM Sensor Type - Data Not AvailablePlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.